Event description:
A patient reported they received coolsculpting treatment to the abdomen and under bra on (B)(6) 2019, on (B)(6) 2020 and was presented with paradoxical hyperplasia(ph) 9-12 months post treatment. Later, healthcare professional reported paradoxical hyperplasia on the right inferior ribcage, lower right thigh and lower bilateral abdomen. Later healthcare professional reported coolsculpting treatment to the abdomen, inner thighs, banana roll and knees with cooladvantage, cooladvantage plus, cooladvantage petite and coolsmooth pro applicators. A lost cycle occurred on one of the treatments.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.